Event description:
It was reported that bd nexiva single port blood leaks out of blood control the following information was provided by the initial reporter, translated from chinese to english: radiological puncture of 20g nexiva with blood oozing from the isolation plug after puncture.

Manufacturer narrative:
A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of blood leaks out of control plug with lot # 3234046 and material # 383517. DHR for lot number 3234046 has been reviewed. This lot was built and packaged on nfa line 1 from 02sep2023 through 06sep2023 for a total quantity of (B)(4) units. No related quality issues or process deviations were found. Root cause couldn't be determined due to unavailability of sample information. Complaints received for this device and reported condition will continue to be tracked and trended.